Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter during which a thrombus/clot was observed on the catheter. There were no patient consequences. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. The presence of a thrombus/clot on a catheter presents a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter during which a thrombus/clot was observed on the catheter. On 9/12/2018 information was received indicating the manufacture date of: 3/23/2017 and the expiration date of 2/28/2020. Corresponding fields of this report have been updated. On 10/1/2018, the bwi failure analysis lab (fal) received the device for evaluation and fal findings dated 10/01/2018: sharp electrodes found on spline d: electrode 14 and 16. The issue of sharp electrode edges has been assessed as reportable. Additional information received on 10/3/2018 indicating the system did not present any error messages and there were no issues related to temperature and flow on the pentaray nav high-density mapping eco catheter. Generator parameters were set to power control mode and the power setting was 30w. Heparin anticoagulant was used. The patient has not exhibited any neurological symptoms since the procedure was completed. The device history record (DHR) for the lot number 17661868l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter during which a thrombus/clot was observed on the catheter. On 10/18/2018, scanning electron microscope sem analysis showed evidence of mechanical damage and sharp rings on the surface of the spine cover. The investigational analysis completed on 10/24/2018. The device was inspected. Sharp electrodes #14 and # 16 were observed. Electrical testing was performed. The catheter was found within specifications. No electrical malfunction was observed. The catheters outer diameter was measured and it was found within specifications. Only the two sharp electrodes failed, due to the damage. Irrigation testing was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the tip area. The irrigation tubing was found folded and the triple lumen separately from the tip. Additionally, scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage and sharp rings on the surface of the spine cover. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the irrigation tube folded cannot be determined. The root cause of the electrode damaged cannot be determined. It could be related to the manipulation of the device since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).